Event description:
The customer contact reported charring on the detachable end of the ac power cord and the ac receptacle. The device was returned to the biomedical department with an unsigned note that stated, "not charging." There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted there was charring on the detachable end of the ac power cord and the ac receptacle. No additional information was provided.

Manufacturer narrative:
Testing and investigation found charring on the female end of the ac power cord. The probable cause for charring on the ac power cord was not determined during testing. A possible cause may be due to contamination from spillage. The customers report of not charging was confirmed. The probable cause for the battery not charging was due to a defective power supply pwa. The power supply was damaged from contamination from fluid spillage. The probable cause for fluid spillage was due to use of the device in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.